Event description:
Boston scientific received information that the left ventricle (lv) lead was dislodged. The lead was explanted. During the implant of a competitor's new lead, the patient had atrial flutter and overstimulation. Cardioversion was done and the patient was on bradycardia sinus rhythm thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.